Event description:
The customer stated that her blood glucose was tested using her contour meter and a hospital meter. She alleged that the contour meter read 148 mg/dl, while the hospital meter read 5 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged during the call. Customer service attempted to contact the customer to verify the hospital reading and find out if she was hypoglycemic, but they were unable to speak with her. The customer had already disposed of the test strips, so no product is available for eval.